Event description:
It was reported that the pt experienced a loss of stimulation following playing with their son. The pt's therapy was for pain in their arms. The pt turned up the amplitude on their stimulator and only felt a tingle. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)